Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A service history review was attempted. The investigation of the complaint articles has shown that: no service history review can be performed as part number 319.006 with lot number 4397473 is a lot/batch controlled item. The manufacture date of this item is 22-mar-2002. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Please launch a device history record review (DHR). Device history records was conducted. The report indicates that the: DHR review part number: 319.006 synthes lot number: 4397473 release to warehouse date: 22-mar-2002, mfg site: (B)(4), mrr# (B)(4) was generated during production for no vendor heat treatment. This non-conformance is not relevant to the complaint condition since affected parts were re-worked and re-inspected. Mrr# (B)(4) was generated during production for no vendor heat treatment. This non-conformance is not relevant to the complaint condition since affected parts were re-worked and re-inspected. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department reported that a tip of a depth gauge for 2.0mm and 2.4mm screws broke off during sterile processing after a procedure. There was patient involvement, no patient harm, and no surgical time delay. The surgeon finished the procedure with the same depth gauge and there was a back-up device available if needed. This complaint involves one device. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Product investigation summary: one (1) depth gauge (part 319.006 / lot 7555773) was received for evaluation. The device shows regular use during its lifespan. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approximately 75mm in length) and was not returned. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during use. The exact cause could not be identified. This complaint is confirmed. The relevant drawing for the device was reviewed. No drawing issues or discrepancies were noted; the design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm and the length (80mm) is determined so the slider can measure screws up to 40mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during use. No new, unique, or different patient harms were identified as a result of this investigation. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: it was confirmed that the breakage of the depth gauge tip occurred during sterile processing. Although used during a surgical procedure, the reported malfunction did not occur until post-operative cleaning of the device. As such, no patient involvement is applicable. The complaint is being updated to reflect no patient involvement.